Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the removal of the device, the bag burst by the bottom. The surgeon was required to expand the surgical site. Additional information has been requested but not yet received.